Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii - IV.

Event description:
Healthcare professional reported capsular contracture baker grade iii-IV. Device has been explanted. This record relates to right side.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified, capsular contracture: unable to observe, as it is a medical event. That is not related to the device. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported, capsular contracture, baker grade iii-IV. Device has been explanted. This record relates to right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ red particles observed on the surface of the shell. ¿ creases were observed. ¿ were abrasion observed. ¿ deformation observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b6, d9, h3, h6.

Event description:
Healthcare professional reported capsular contracture baker grade iii-IV. Device has been explanted. This record relates to right side.